Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported by the customer that the smartsite extension sets are not flushing or drawing blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported smallbore 6 inch ext vlv had blockage issues. The following information was provided by the initial reporter: "trouble reported when flushing and drawing of blood in the ed area."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported smallbore 6 inch ext vlv had blockage issues. The following information was provided by the initial reporter: "trouble reported when flushing and drawing of blood in the ed area."